Manufacturer narrative:
(B)(4). Date sent: 10/24/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the staple line complete? Yes it was the staple line was fine was a leak test performed? Yes and no leak was found how was the procedure completed? Anvil was removed by hand and procedure carried on as normal

Event description:
It was reported that at the end of a laparoscopic subtotal colectomy procedure, the circular stapler was inserted into the rectum and fired to rejoin the bowel. After firing, the handle was turned three fourths of the way around and was fishtailed out of the rectum. When the device was removed the anvil had come off and the spike had come all the way out. The anvil was then removed by hand and the staple line inspected with a colonoscope. There was a two minute delay. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.